Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with power failure on the insulin pump. Troubleshooting was performed. The internal power source in the pump is unable to charge. It was confirmed that the insulin pump alarm did not occur due to faulty software. The customer's blood sugar is 160 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Power management tool confirms the unloaded voltage loaded voltage were within specification. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with minor scratches on lcd window.